Event description:
It was reported that post a stenting treatment procedure, the stent appeared elongated. The target lesion was located in a non-calcified, non-tortuous aorta abdominalis and had a diameter of 20mm-22mm. The 24 x 70mm wallstent was introduced and fully deployed and fully expanded. After implantation the stent was found to be 140mm in length when measured using digital subtraction angiography. The procedure was completed with this device. No patient complications were reported and the patent's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).